Event description:
Event description boston scientific received information that this transvenous ventricular lead displayed 3 diverted ventricular fibrillation episodes due to noise on the right ventricular rate/sense channel. The atrial and shock egms were clean. The patient was pacer dependant and brief inhibition of pacing was noted. Additional information was received stating the lead was surgically abandoned for continued noise on the rate/sense channel. The device was explanted during the same procedure as it was implanted sub-pectoral and serial number faced down.